Event description:
Event description boston scientific crm received information that this active fixation ventricular lead had dislodged. There were no adverse patient effects. The lead was explanted and successfully replaced with a passive fixation lead. The explanted lead was returned for analysis.